Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to pain, effects of cobalt chrome, and severe osteolysis. Further corrective surgery performed (B)(6) 2017 due to nonunion greater trochanter fracture.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.